Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm edwards perimount valve implanted in the mitral position was hospitalized for tmvr due to degeneration leading to mitral stenosis after an implant duration of approximately 13 years and 6 months. The device was noted as to be still implanted. The patient presented with short of breath and was on medication. The patient was noted as to be doing fine and discharged.

Event description:
Edwards received notification that a patient with a 25mm edwards perimount valve implanted in the mitral position underwent a valve in valve intervention after an implant duration of 13 years and 6 months due to degeneration leading to mitral stenosis. As per medical opinion, the valve failed prematurely. The patient presented short of breath and was on medication. A 23mm sapien 3 valve was successfully implanted using the transfemoral vein approach with excellent results within the edwards surgical device. The patient was noted as doing fine and discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b2, b5, h6 (health effect - impact code, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.